Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels ranging from 300 to 350 mg/dl over a period of three days. The suspected cause was unknown. The customer delivered a bolus to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Reportedly, the elevated bg levels had been resolved at the time of the call.